Manufacturer narrative:
Common device name: collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Visual inspection of the returned product showed the lens was received in liquid and there were tears in the optic. (B)(4).

Event description:
The customer reported both of the cq2015a collamer three piece lenses were too tight to plunge through the injector and were damaged during insertion. There was no patient injury. The reporter stated the event was likely due to a loading error since the same injector was used the rest of the day without incident. See MFR# 2023826-2014-00630 for the other lens involved in this case.